Event description:
During a ptca treatment procedure, the maverick otw 15/1.5 mm balloon ruptured at 8 atms ont he initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid-left anterior descending (lad) coronary artery. The physician used an unspecified introducer sheath for vascular access and a miracle primo guidewire and a 6f brite tip jl4 guide catheter to cross the lesion. The maverick otw 15/1.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.